Event description:
Routine complaint investigation when a consumer reported receiving high blood glucose readings on their sof-tact blood glucose monitor. They subsequently may have mistreated themselves with resulting in a diabetic coma, concussion and hospitalization.